Manufacturer narrative:
B3: event date is unknown. G2. Foreign: netherlands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the manufacturer representative (rep) just received a call from a nurse and they have the following case: a patient has been diagnosed with metastatic lung cancer. The patient has an scs system; octad and extension cable implanted in 2013, with an intellis implanted neurostimulator (ins) in their abdomen, which was implanted in 2024. The lead gives high impedance on electrode 0, the rest of the impedances are good. Actually, they would like to give this patient an MRI, to see where the cancer is all over her body. In addition, they want to irradiate the patient. Radiation will take place at l2. The lead is pinned at l3 / l4 and the tip of the lead is at t10. Technical services (ts) stated that because of the old electrode and extension cable, the patient is officially only allowed to undergo an MRI scan of the head, and then only with a head-transmit-receive coil (1.5t and all other guidelines in the MRI labeling). Failure to comply with the MRI regulations as stated in the labeling may result in heating of the lead wires, possibly resulting in tissue damage or serious injury to the patient. We must therefore always adhere to the guidelines and cannot make a statement about 'off-label' scanning. As for radiation: the biggest risk here is damage to the ins itself. The electrodes and extensions will not be damaged by irradiation. Radiation therapy - powerful radiation sources should not be directed at the ins. When exposed to strong radiation, the action of the ins may be temporarily disrupted, and the ins may be damaged. The damage may not be immediately visible. Limit exposure of the device by shielding or otherwise protecting it, such as by adjusting the angle of the radiation beam. Radiotherapy can cause damage to electronic components of an ins and therefore it is not recommended to use radiotherapy directly over an ins. Due to the general recommendation not to expose the devices to radiotherapy, there are no official directions or instructions. All currently manufactured ins devices use a type of circuit that is affected by radiation. The electronic components in these devices are damaged by continuous exposure to high-energy radiation. Circuit failures can occur if accumulated exposures are about 2000 rads (20 gy.) Exceed. Analog circuits such as output circuits have already revealed minor radiation damage at accumulated dosages of more than 500 rads (5 gy.). Therefore, we cannot predict the operation of devices exposed to more than 500 accumulated rads (5 gy.). If the radiation beam cannot be directed to miss the ins, the operation of the ins should be tested each time the device is exposed to more than 500 rads. As soon as parameter deviation(s) is observed, replacement of the device is recommended. Another option is to move the device to an alternate location so that the cumulative radiation dose remains below 500 rads. Extensions can be used to extend the existing electrodes to move the ins device to a new implantation site. When the device remains implanted during irradiation, it should be programmed to off. If the surgical procedure for moving the ins provides the opportunity to spread nearby malignant cells, a new ins should be implanted in an alternative location. To avoid modifying memory cells, it is recommended not to use accelerator settings above 10 mev. Additional information was received. When the high impedances first occurred is unknown, aware date was 2025-sep-15. The high impedances were not previously reported. Hcp info confirmed, the lead was implanted in 2013. Cause of the high impedances were unknown, the system currently works fine, and the issue has been resolved. Information confirmed with the physician / account.